Event description:
Unsolicited communication: pt's mom reported that she received shipment last night and when she opened the box 15 out of the 16 tubing were brown. Lot number of brown tubing: 3742222, expiration 07/01/2023. The clear, good tubing has a lot number of 5889674, expiration 03/01/2027. Patient still has tubing and has not missed any therapy. Affected tubing is available for return. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Did the reported product fault occur while in use with the pt? No; did the issue cause or contribute to pt or clinical injury? No; is the extension set available for investigation? Not at this time. Did we [MFR] replace the extension set? Yes; did the pt have a backup extension set they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.